Manufacturer narrative:
A siemens healthcare diagnostics (siemens) field service engineer (fse) was dispatched to the customer's site to determine the cause of the discordant, falsely elevated activated partial thromboplastin time (aptt) result on the sysmex cs-5100 system. The fse performed an adjustment check on the system and replaced sample probe a and sample probe b. Based on the sysmex cs-5100 system's instructions for use (IFU), error "1000.1000.0000 hemolyzed sample" was triggered because the sample was suspected of hemolysis and error "1000.3000.0000 lipemic sample" was triggered because the sample was turbid due to lipemia. The operator should "check the reaction curve and follow judgment criteria for the institution". Siemens is investigating the cause of the event. The (B)(4) compliant dade actin fs activated ptt reagent with catalog number 10284498 described, is not marketed in the united states (us) and the PMA/510(k) number, is for the us specific dade actin fs activated ptt reagents. The dade actin fs activated ptt reagent lots marketed in the us have catalog numbers 10445712 and 10445710. MDR 9610806-2018-00008 was filed for the same event.

Event description:
A flagged, discordant, falsely elevated, activated partial thromboplastin time (aptt) result was obtained on a patient sample on the sysmex cs-5100 system. The initial discordant result was reported to the physician(s), who did not question the result. The same sample was rerun on the same system, resulting lower. A corrected report was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated aptt result.

Manufacturer narrative:
Siemens healthcare diagnostics (siemens) filed the initial MDR 9610806-2018-00007 on 10-jan-2018. The initial MDR indicated that siemens field service engineer (fse) replaced sample probe a and sample probe b. Corrected information (10-jan-2018): siemens fse replaced the syringes of sample probes and not the sample probes. Additional information (15-jan-2018): a siemens headquarters support center (hsc) specialist analyzed the backup files on the affected sysmex cs-5100 system and found no issues. The quality controls were recovering within expected ranges and maintenance was performed regularly on the system. The hsc specialist determined that the system's software correctly evaluated the reaction and that a pre-analytical issue potentially contributed to the discordant result. Additional information (23-jan-2018): since this incident, the operator has been running samples with open tubes and has not experienced any further issue. Sysmex is the legal manufacturer of the sysmex cs-5100 system and sysmex determined that the imprecise results indicate a potential issue with the analyzer. However, the system flagged the initial result. The system and reagent are performing according to specifications. No further evaluation of this system or reagent is required. MDR 9610806-2018-00008_s1 was filed for the same event.